Manufacturer narrative:
Age at time of event; 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, stent dislodgement occurred. Vascular access was gained via the left radial artery. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left renal artery. The 6.0x18mm 150cm express vascular sd was advanced however came into contact with a previously implanted sent in the proximal lesion and the stent dislodged. Femoral cutdown was performed and the dislodged stent was removed. No additional patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - the stent had dried blood and contrast on the stent. There were four (4) flared struts at one end of the stent and one (1) flared strut at the opposite end. There were several bent struts in other rows. Other than the aforementioned damage, the stent was in the crimped (unexpanded) condition. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage and dislodgement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, stent dislodgement occurred. Vascular access was gained via the left radial artery. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left renal artery. The 6.0x18mm 150cm express vascular sd was advanced however came into contact with a previously implanted sent in the proximal lesion and the stent dislodged. Femoral cutdown was performed and the dislodged stent was removed. No additional patient complications were reported and the patient status is good.